Manufacturer narrative:
(B)(4). The customer reported that the device was giving pacing pulses when not selected therapy by the user. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was giving pacing pulses when not selected therapy by the user. There was no report of negative pt impact.